Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a gynecologist. This case involves a (B)(6) year old female patient who experienced allergic reaction (suspected asthmatic attack), the same day after placement of seprafilm. Medical included uterine myoma as underlying disease (surgery indication). There was no concomitant use of other medical devices. Concurrent condition includes asthma. No past drug or concomitant medication was reported. On (B)(6) 2017, abdominal simple total hysterectomy was performed for uterine myoma and 1 sheet of seprafilm was applied to the vaginal stump once for post-operative adhesion (form, route, batch/lot number and expiration date: not provided). On the same day, severe allergic reaction (suspected asthmatic attack) developed. The onset site was different from the application site of seprafilm. The event resolved within the day. Bacterial culture was not performed. It was confirmed that sepralap was not used. It was reported that the event resolved within the onset day of (B)(6) 2017 with corrective treatment (unspecified) and relaparotomy to remove seprafilm was not performed. It was reported that the gynecologist did not consider seprafilm as a cause of the event and refused to cooperate with further investigation. Corrective treatment: unspecified. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 48611. No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: allergic reaction (suspected asthmatic attack). Reporting gynecologist's seriousness assessment: serious (medically significant). Reporting gynecologist's causality assessment: not related. Reporting gynecologist's comment: the causal relationship between the event and seprafilm had been reported as probable in the initial report. However, it was now considered that the event was not due to seprafilm and was caused by another factor (unspecified). (The reporting gynecologist used seprafilm during abdominal closure of the surgery. The attack reaction developed when the anesthesiologist was seeing the patient after the abdominal closure. The anesthesiologist reported to the gynecologist that seprafilm could be one of the causes, therefore the gynecologist reported the causal relationship to seprafilm as probable. However, when a mr in charge confirmed the anesthesiologist at a later date, the anesthesiologist considered that the event was not due to seprafilm and was caused by another factor. When the gynecologist was informed of this anesthesiologist's opinion, the gynecologist agreed with the opinion.) No definite answer to the causality assessment for seprafilm was provided. Additional information was received on 05-jul-2017 from the gynecologist. Concurrent condition and reporting gynecologist's comment was added. Clinical course was updated and text amended accordingly. Additional information was received on 26-jul-2017. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 01-aug-2017 from the gynecologist. The reporter causality was updated from probable to unknown. The reporting gynecologist's comment was updated. Text amended accordingly. Additional information was received on 04-aug-2017 from the gynecologist. The reporter causality was updated from unknown to not related. The reporting gynecologist's comment was updated. Text amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(4) 2017 from a gynecologist this case involves a (B)(6) year old female patient who experienced allergic reaction (suspected asthmatic attack), the same day after placement of seprafilm. Medical included uterine myoma as underlying disease (surgery indication). There was no concomitant use of other medical devices. Concurrent condition includes asthma. No past drug or concomitant medication was reported. On (B)(6) 2017, abdominal simple total hysterectomy was performed for uterine myoma and 1 sheet of seprafilm was applied to the vaginal stump once for post-operative adhesion (form, route, batch/lot number and expiration date: not provided). On the same day, severe allergic reaction (suspected asthmatic attack) developed. The onset site was different from the application site of seprafilm. The event resolved within the day. Bacterial culture was not performed. It was confirmed that sepralap was not used. It was reported that the event resolved within the onset day of (B)(6) 2017 with corrective treatment (unspecified) and relaparotomy to remove seprafilm was not performed. Corrective treatment: unspecified. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Diagnosis: allergic reaction (suspected asthmatic attack). Reporting gynecologist's seriousness assessment: serious (medically significant). Reporting gynecologist's causality assessment: probable. Reporting gynecologist's comment: other possible causative factors for the event were unknown. An anesthesiologist confirmed the event and reported it as suspected allergic reaction to the reporting gynecologist. The anesthesiologist commented that the causal relationship of the event to seprafilm was deniable because the cause of the event was asthma, the concurrent condition. However, the gynecologist's causality assessment was "probable"·. Additional information was received on (B)(4) 2017 from the gynecologist. Concurrent condition and reporting gynecologist's comment was added. Clinical course was updated and text amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a gynecologist. This case involves a (B)(6) year old female patient who experienced allergic reaction (suspected asthmatic attack), the same day after placement of seprafilm. Medical included uterine myoma as underlying disease (surgery indication). There was no concomitant use of other medical devices. Concurrent condition includes asthma. No past drug or concomitant medication was reported. On (B)(6) 2017, abdominal simple total hysterectomy was performed for uterine myoma and 1 sheet of seprafilm was applied to the vaginal stump once for post-operative adhesion (form, route, batch/lot number and expiration date: not provided). On the same day, severe allergic reaction (suspected asthmatic attack) developed. The onset site was different from the application site of seprafilm. The event resolved within the day. Bacterial culture was not performed. It was confirmed that sepralap was not used. It was reported that the event resolved within the onset day of (B)(6) 2017 with corrective treatment (unspecified) and relaparotomy to remove seprafilm was not performed. Corrective treatment: unspecified. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: allergic reaction (suspected asthmatic attack). Reporting gynecologist's seriousness assessment: serious (medically significant). Reporting gynecologist's causality assessment: probable. Reporting gynecologist's comment: other possible causative factors for the event were unknown. An anesthesiologist confirmed the event and reported it as suspected allergic reaction to the reporting gynecologist. The anesthesiologist commented that the causal relationship of the event to seprafilm was deniable because the cause of the event was asthma, the concurrent condition. However, the gynecologist's causality assessment was "probable". Additional information was received on (B)(6) 2017 from the gynecologist. Concurrent condition and reporting gynecologist's comment was added. Clinical course was updated and text amended accordingly. Additional information was received on 26-jul-2017. Global ptc number and results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a gynecologist. This case involves a (B)(6) year old female patient who experienced allergic reaction (suspected asthmatic attack), the same day after placement of seprafilm. Medical included uterine myoma as underlying disease (surgery indication). There was no concomitant use of other medical devices. Concurrent condition includes asthma. No past drug or concomitant medication was reported. On (B)(6) 2017, abdominal simple total hysterectomy was performed for uterine myoma and 1 sheet of seprafilm was applied to the vaginal stump once for post-operative adhesion (form, route, batch/lot number and expiration date: not provided). On the same day, severe allergic reaction (suspected asthmatic attack) developed. The onset site was different from the application site of seprafilm. The event resolved within the day. Bacterial culture was not performed. It was confirmed that sepralap was not used. It was reported that the event resolved within the onset day of (B)(6) 2017 with corrective treatment (unspecified) and relaparotomy to remove seprafilm was not performed. Corrective treatment: unspecified. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 48611 no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: allergic reaction (suspected asthmatic attack). Reporting gynecologist's seriousness assessment: serious (medically significant). Reporting gynecologist's causality assessment: unknown. Reporting gynecologist's comment: the causal relationship between the event and seprafilm had been reported as probable in the initial report. However, it was now considered that the event was not due to seprafilm and was caused by another factor (unspecified). (The reporting gynecologist used seprafilm during abdominal closure of the surgery. The attack reaction developed when the anesthesiologist was seeing the patient after the abdominal closure. The anesthesiologist reported to the gynecologist that seprafilm could be one of the causes, therefore the gynecologist reported the causal relationship to seprafilm as probable. However, when a mr in charge confirmed the anesthesiologist at a later date, the anesthesiologist considered that the event was not due to seprafilm and was caused by another factor. When the gynecologist was informed of this anesthesiologist's opinion, the gynecologist agreed with the opinion.) No definite answer to the causality assessment for seprafilm was provided. Additional information was received on (B)(6) 2017 from the gynecologist. Concurrent condition and reporting gynecologist's comment was added. Clinical course was updated and text amended accordingly. Additional information was received on 26-jul-2017. Global ptc number and results were added. Text was amended accordingly. Additional information was received on (B)(6) 2017 from the gynecologist. The reporter causality was updated from probable to unknown. The reporting gynecologist's comment was updated. Text amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2017 from a gynecologist. This case involves a (B)(6) female patient who experienced allergic reaction (suspected asthmatic attack), the same day after placement of seprafilm. Medical included uterine myoma as underlying disease (surgery indication). There was no concomitant use of other medical devices. No past drug, concomitant medication or concurrent condition was reported. On (B)(6) 2017, abdominal simple total hysterectomy was performed for uterine myoma and 1 sheet of seprafilm was applied to the vaginal stump once for post-operative adhesion (form, route, batch/lot number and expiration date: not provided). On the same day, severe allergic reaction (suspected asthmatic attack) developed. The onset site was different from the application site of seprafilm. The event resolved within the day. Bacterial culture was not performed. Corrective treatment: not reported. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Diagnosis: allergic reaction (suspected asthmatic attack). Reporting gynecologist's seriousness assessment: serious (medically significant) reporting gynecologist's causality assessment: probable. Reporting gynecologist's comment: other possible causative factors for the event were unknown.